Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : received a 90-s xl serfas probe and the package tyvek (only). The unit was visually inspected under the microscope and the alleged complaint was confirmed. The electrode was detached from the tip (ceramic). The detached electrode was also returned with the unit inside the bag. Wear marks were observed on the back of ceramic. Also, the shaft was bent at the proximal. No functionality test was performed due to the probe tip condition. Reportability rationale noted that the tip was retrieved and procedure was completed successfully. As part of the probe investigation, the device was connected to the serfas energy programmer box to read the activation history, according to the history record the probe was activated 41 times. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. (B)(4).

Event description:
It was reported the unit broke inside patient. The tip was retrieved and procedure was completed successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the unit broke inside patient. The tip was retrieved and procedure was completed successfully.